Manufacturer narrative:
Associated fluid warmer complaint documented on (B)(4). B3: month and year of event have been provided; day is unknown. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the flow of blood transfusion through the left side of infuser impeded for unknown reason. Fresh frozen plasma flowed rapidly on the left side of infuser and normal saline flowed rapidly on the right side of infuser. Three units of red cells took over 20 minutes to transfuse. All red cells were infused via the right side of infuser. It appeared that the bladder on the left side was impeding the flow out of the bag. There was no patient harm/adverse event reported however, it delayed blood transfusions.